Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that before performing axillary thyroid surgery, there was no abnormality when intubating the patient. Blood oxygenation decreased after ten minutes after intubation. In the emergency of abnormal lung breathing, the intubation was adjusted and aspiration of sputum was performed, but the anesthesiologist still found abnormal lung breath sounds, and the skin of the anesthesia machine had a large resistance. Considering the patient's safety, the patient was replaced with a common cannula, and the related phenomenon disappeared. The procedure was delayed for 20 minutes. The procedure was completed with a back up product.

Manufacturer narrative:
Analysis found that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The beveled tip, inflation lumen, murphy eye, and printing orientation were correct with respect to each other per the drawing. There was no obstruction of the inside diameter airway path. The inside diameter measured 6mm which matches the product labeling. Functionally, the cuff was inflated and deflated 5 times with no issues or leaks. The customer indicated that the device was not damaged. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. (B)(4). If information is provided in the future, a supplemental report will be issued.